Event description:
According to the facility on (B)(6) 2024 the nurse developed a rash after using a chg scrub and donning their gown.

Manufacturer narrative:
According to the facility on (B)(6) 2024 the nurse developed a rash after using a chg scrub and donning their gown. Per the facility the staff member's skin was described as "bumpy, red, rash, inflamed from wrist to elbow". Per the facility "steroid cream was prescribed by dermatologist and allergist". Per the facility the staff member is doing fine and "awaiting allergy patch test". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.